Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, an acceptable capture threshold was unable to be found during placement of the left ventricular (lv) lead. The lead was removed and was replaced. The patient was stable with no adverse consequences.